Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0246067. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion (translated from (B)(6) to english): DHR review(lot# 0246067): 1)the complaint gauge is 22g, assembly at auto line (B)(4) in sep. 2020, packaging at (B)(4) packing machine in sep. 2020, lot quantity is (B)(4). 2)reviewed the in process test and outgoing test report for this lot product, and all test results met the product specifications. No abnormality found. 3)reviewed the production records and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Leakage test performed on 2 retained samples, all passed. The indwelling needle interface is normal. No abnormality found on process, as no defective sample returned, further analysis cannot be done, the root cause of the fluid leakage at the indwelling needle interface cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter translated from (B)(6) to english: used venous indwelling needle according to the standard procedures, selected the blood vessels, disinfected the skin, removed the guard cap, loosened the needle core, connected the scalp needle, exhausted the air, pierced the vein, and found fluid leakage at the indwelling needle interface.